Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right side essure coils had migrated/ migration of essure device') and ectopic pregnancy termination ('she was pregnant/ pregnancy (termination),') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". Medical conditions: *she underwent testing to confirm that the right- side essure coils had migrated. Concurrent conditions included subchorionic hemorrhage and ectopic pregnancy. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"), 2 years 7 months after insertion of essure. On (B)(6) 2011, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the device dislocation, ectopic pregnancy termination, female sexual dysfunction, dysmenorrhoea, migraine, headache and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy termination, female sexual dysfunction, headache, migraine and nausea to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from pelvic pain. Her pregnancy was terminated. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2011: left-sided pelvic pain. Clinical suspicion for ectopic pregnancy. History of tubal ligation. And the uterus measures about 6.2 cm in length x 6.2 cm width x 5.2 cm depth. And the uterus is has appearance there are probable gestational sac child. Measures 1.5 cm in diameter. No fetal pole is detected. If this is a gestational sac there is evidence of subchronic hemorrhage off other fluids with this collection midline 1.6 x 0.7 cm in diameter. The right ovary measures 3.2 x 3 x 2.3 cm. Left ovary measures 3.6 x 2.4 x 1.9 cm. No ectopic gestational sac is detected. There is trace free pelvic fluid. Impression: probable 1.5cm uterine gestation is sac with adjacent subchorionic hemorrhage.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: quality-safety evaluation of product technical complaint. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy termination ("she was pregnant/ pregnancy (termination),") and device dislocation ("right side essure coils had migrated/ migration of essure device") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she didn¿t undergo essure confirmation test". Medical conditions: *she underwent testing to confirm that the right- side essure coils had migrated. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2011, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required), 2 years 8 months after insertion of essure. In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In 2018, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen. Essure treatment was not changed. At the time of the report, the ectopic pregnancy termination, device dislocation, female sexual dysfunction, dysmenorrhoea, migraine, headache and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, ectopic pregnancy termination, female sexual dysfunction, headache, migraine and nausea to be related to essure. The reporter commented: plaintiff is currently investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. Consequently, plaintiff continues to suffer from pelvic pain. Her pregnancy was terminated. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), migraines, headaches, nausea, abdominal pain, she didn¿t undergo essure confirmation test were added. Pt of pregnancy with contraceptive device updated to ectopic pregnancy termination. Outcome of elective abortion updated to not applicable. Patient information, treatment drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.